Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice, the device failed a volumetric accuracy test. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. During evaluation, the homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but failed performance testing for volumetric accuracy. An inspection of the door assembly found the door piston foam deteriorated causing the rite functional test failure for volumetric accuracy. Upon conclusion of the investigation, the cause of the reported issue was determined to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. A nonconformance has been opened to address this issue. Should additional relevant additional information become available, a supplemental report will be submitted.